Event description:
Revision surgery - the pt had an infection, trauma, and a periprosthetic fracture.

Manufacturer narrative:
The reason for this revision surgery was to remedy a bone fracture and infection after 1.6 years of patient use. The outcomes attributed to this event are disability or permanent damage. The healthcare professional indicated a significant adverse event to the patient. There was no information with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report for the stem, part number 506-00-006. The part was dispositioned, returned to the vendor, and not used in the lot. The socket, part number 508-00-000 had one non-conforming material report. The part was dispositioned, returned to the vendor, and not used in the lot. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. (B)(4). The root cause for the bone fracture was most likely due to trauma. No information was submitted with the complaint regarding any pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process.